Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 4.7 mmol/l but the bg was 3.3 mmol/l. It was stated that the patient was hospitalized for a hypoglycemic event and was well after discharge. However, no details of any symptoms or treatment were provided. It was not confirmed when the cgm and bg values were taken or by whom, or how long the patient stayed at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6).